Manufacturer narrative:
(B)(4).

Event description:
It was reported that with stimulation on and off the patient experienced a series of falls. In (B)(6) 2011, the patient fell and broke her right arm and then fell and broke the same arm again in (B)(6) 2011. Reportedly, the patient had seizures momentarily and then goes stiff and falls. The patient broke 6 ribs from falling and hurt her head. On (B)(6) 2011 the patient fell again and broke her nose. The healthcare provider was unsure if the falls were device related. Additional information received reported that the cause of the event was unknown. It was also unknown if the event was due to the implantable neurostimulator or lead. A surgical intervention occurred and the device was explanted. The patient continued to experience seizures since explant. The patient required hospitalization. Additional information has been requested, but was not available as of the date of this report.